Event description:
It was reported that at the start of the deployment of a biliary stent in a brachial vein fistula, the stent inched forward approx 4 cm superior from the intended placement position. The stent was deployed without further incident. A second biliary stent was deployed adjacent to the first biliary stent successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.